Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#. H3 other text : see h.10

Event description:
It was reported that the needle 30ga 1/2in experienced leakage. The following information was provided by the initial reporter: during the consultation for intravitreal injections on (B)(6) 2020 the doctor observed that a syringe containing eylea had bubbles while attempting to degas the syringe. Then there was leakage around the edges of the needle.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 30ga 1/2in experienced leakage. The following information was provided by the initial reporter: during the consultation for intravitreal injections on (B)(6) 2020, the doctor observed that a syringe containing eylea had bubbles while attempting to degas the syringe. Then there was leakage around the edges of the needle.